Manufacturer narrative:
Retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr qc 3: 2.9 inr. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchekxs meter serial number (B)(4) compared to the neoplastine ci plus method. At 2:39 pm the meter result was 3.7 inr. At 3:54 pm the laboratory result was 2.8 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer has increased their intake of fluids. The customer has started taking a new medication, linaclotide, but discontinued taking it after only 5 days. The customer's meter and test strip were requested for return. Replacement products were sent.